Event description:
It was reported through clinic notes that a vns pt experienced an increase in seizures along with feeling more depressed. The treating neurologist indicated the pt's increase in seizures was due to the pt being non-compliant with her medications as her dilantin levels were found to be low. Moreover, at an office visit in (B)(6) 2010, the pt reported feeling more depressed including some suicidal ideations without a clear plan. Interventions taken at the office visit were to restart the pt on sertraline. Furthermore, the clinic note for (B)(6) 2010 indicated the pt denies being depressed and was to continue on sertraline. At the moment, good faith attempts to obtain additional info regarding the worsening depression and suicidal ideations have been unsuccessful to date. However, interventions are planned to have the pt's generator replaced but no date has been provided.